Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. The device data was reviewed which noted pacemaker mediated tachycardia (pmt). It was noted that the health care professional (hcp) thought the patient's syncope was later than the pmt event. No actions or interventions were taken at that time. No additional adverse patient effects were reported. The device remains in service.